Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-02657. This report is being submitted in order to report additional information received from patient autopsy. Additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported respiratory failure, pulmonary thromboembolus, and subsequent patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists respiratory failure, arterial non-central nervous system (cns) thromboembolism, venous thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient autopsy was performed and per autopsy report, the cause of death was thromboembolus in combination with lvad suckdown. The low flows were plausible contributing factors to the patient's death.